Manufacturer narrative:
Initial reporter and facility were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the cause could not be determined. The investigation could not be completed because the navigation system in question was a fee per use (fpu) and was returned.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that they were unable to load exams from a usb. They exported the exams from a fusion compact and when they inserted the usb into the fusion it would not load. The media io 3.17 had all scanner mask values set to 0. They also had changed these values before calling in and they still did not load. They opted to use the fusion compact for the upcoming case and stop troubleshooting. No patient involved.

Manufacturer narrative:
A software analysis was performed. The software was confirmed to be functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative noted that the issue was caused by a malfunctioning cd driver and a computer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, and it was clarified that the issue was not a usb, but they were having an issue loading the cd containing a scan, which they resolved on (B)(6).